Manufacturer narrative:
The common probable cause for stenosis is due to pannus overgrowth. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. This report includes information previously submitted as part of the alternative summary report filed on (B)(4) 2017 by medtronic under asr reporting authorization number (B)(4), in addition to supplemental information subsequently received by medtronic. Any additional information received regarding this device report will be submitted as a supplement to this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that thirteen years seven months post implant of this aortic bioprosthetic valve, the device was explanted and replaced due to stenosis. No other adverse patient effects were reported.